Manufacturer narrative:
An event of mitral regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The valve was returned due to regurgitation. Morphological and histopathological examination found that all three cusps were torn. Cusp 3 contained fibrous pannus ingrowth on the inflow surface and thinning and loss of collagen fibers. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with torn leaflets.

Event description:
On (B)(6) 2013, a 33 mm epic tissue valve was implanted in the mitral position. On (B)(6) 2017, the patient was admitted in the emergency room with severe breathlessness. An echocardiogram diagnosed severe mitral regurgitation of the epic valve. The valve was explanted and replaced with a 33 mm masters series mechanical heart valve. The patient is reported to be stable.